Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, system messages were displayed. The nurse stated there was "scarce" fluidics and the tip displayed obstruction. The tip was exchanged four times however, the issue persisted. The case was converted to an extracapsular cataract extraction technique, and was prolonged for 40 minutes. The patient was noted to have "severe" inflammation postoperatively. Additional information has been requested.